Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 06/24/2015 with the following findings: two battery compartment cracks were observed. Unrelated to the battery compartment issue, the keypad was found to be torn. Evaluation revealed all keypad buttons were appropriately responsive. There was no evidence of keypad contamination under the key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment damage. This report is made based on results of the investigation performed on 06/24/2015.